Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and detachable battery cable were replaced to address the issues.